Event description:
Patient reports retained foreign material in urethra from urinary catheter placement during her vaginal delivery with epidural (B)(6) 2026. Patient with routine vaginal delivery of infant in hospital (B)(6) 2026. During this admission, a 16fr bard surestep foley tray system was used to insert an indwelling catheter as part of routine care for labor with epidural. The catheter was removed 7 hours later prior to delivery of infant. No difficulty or abnormality was observed during insertion, indwell, or removal of the catheter. During routine follow up visit on (B)(6) 2026, patient reported dysuria, mild urethral discomfort. Mild swelling noted on provider exam. Urinalysis sent -negative. On (B)(6) 2026, patient reported to clinic staff that on (B)(6) 2026 she had excruciating pain while out for a walk and that a piece of red, semi-translucent plastic was expelled from "inside of her" while showering upon return to home. The plastic was photographed in patient's hand and the photo was sent to clinic staff via (B)(6) patient portal. During subsequent conversation with patient, she reports receiving care from a physician with another healthcare system who performed "a scope" that revealed "about an inch of scarring in my bladder where urine exits the bladder." She states that she continues to experience pain / discomfort during normal daily activity such as walking, sitting, and urinating.